Event description:
The following has been reported: biomed reported: bad gasket on dsps norepinephrine was running at 0.07 on intubated sedated and hemodynamically unstable patient. Pump started showing message saying cassette load error. Rn quickly disconnected the line from patient and reloaded line twice, wiping the metal part with alcohol both times. After the second reload and when the message kept showing, rn switched the line and med to another pump that happened to be empty next to the initial pump. By that time the patient's map went from 67-70 to 40-45. App and rn had to go up on the norepi to 0.1, give calcium gluconate 2g, and albumin 5% 250cc on an already overloaded patient to recover patient from the hypotension. Drug: norepinephrine. A preliminary review identified the following issue: tubing set error (cassette not fully loaded) - customer reported that the dsps sensor has a damaged grommet. An active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for tubing set error (cassette not fully loaded) - dsps sensor. Device failed out in the field for a dsps verify error. Upon return it was observed that the failure was caused by the grommet on the dsps being folded inward. Once replaced, the error was resolved.